Event description:
It was reported that there was a loss of therapeutic effect. The reporter stated that the patient was getting a return of symptoms or "was clinically failing." It was reported that some impedances may have been high. It was noted that there was no known accident or incident related to the complaint. The reporter indicated that there was a good chance that the patient had a fall. It was reported that the return of symptoms was for the left side of the body/right implantable neurostimulator. It was noted that the right side of the body/left implantable neurostimlator was working fine although there were two open circuits at the case and 0 and the case and 3. The reporter stated that those contacts were not being used at the time. It was reported that x-rays were done but nothing was seen to be an issue. It was noted that the health care provider reviewed the potential need for a surgical revision. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Product ID 748240, serial # (B)(4), implanted: (B)(6) 2006, product type extension. Product ID 748240, serial # (B)(4), implanted: (B)(6) 2006, product type extension; product ID 37642, serial # (B)(4), product type programmer; patient product ID (B)(4), lot # v007060, implanted: (B)(6) 2006, product type lead; product ID 3387-40, lot # v007060, implanted: (B)(6) 2006, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the cause of the event was unclear, but it was attributed to a lead break. An x-ray taken on (B)(6) 2010 showed no visible fracture. A CT scan of the head taken on (B)(6) 2012 showed no abnormality. The lead was also replaced on (B)(6) 2012. Reprogramming was done after the replacement and the new lead had "good results." Suppression of tremor and dyskinesia was also reported with the new lead. It was stated that hospitalization was reported, but the patient recovered without sequelae. No further information was reported.